Event description:
It was reported via repair work order that the footend brake cam was worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend brake cam was worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Additionally, upon completion of the manufacturer's investigation, it was determined that the brakes could not remain engaged due to worn brake cams and worn brake rings.